Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic esophageal hernia procedure. The suturing device was being used for the closure of the hernia defect. It was very difficult to load and unload the needle. The device was also difficult to toggle. The needle fell out of the device three times and into the patient. It was retrieved each time with laparoscopic graspers. No x-ray was performed. In order to resolve the issue and complete the case, a new suturing device and reload were opened. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.